Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was admitted to the hospital 3 weeks ago due to a coma. Customer's blood glucose was 21 mmol/l. Customer does not know if it has to do with the insulin pump. Customer was in a coma last night but was not admitted to a hospital. Customer will be sent a loaner pump.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.